Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the extension set leaked at the connection to an unspecified mating device. Although blood and IV fluids leaked onto the patient's clothing, there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Correction: d.1, d.4 additional information: d.11 the customer¿s report that the extension set leaked at the connection was confirmed. However, the leak was at an engagement within the set, and not at a connection to a mating component, as reported by the customer. Residual blood was observed on the surface of the set¿s engagement between the 4-way connector and tubing, also confirming the customers report of blood leaking. Functional testing confirmed leakage at the engagement between the 4-way connector and tubing where the residual blood was initially observed. The primary set that was in use during the customer event was not returned for evaluation. Closer inspection under a lab microscope of the leak observed insufficient solvent at the engagement. The tubing¿s outside diameter was measured and found to be within measurement specification. The root cause of the leak was identified as a sink condition in the connector (supplier issue).

Event description:
It was reported that the extension set leaked at the connection to an unspecified mating device. Although blood and IV fluids leaked onto the patient's clothing, there were no adverse effects caused to the patient from the event.